Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a farawave catheter leaked fluid from the side port. When flushing the catheter "saline came out from the proximal part of the catheter as usual, but also from the side port". They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.